Event description:
Edwards received notification from our affiliate in (B)(4). A patient underwent an implant of a 26 mm sapien 3 ultra valve, by transfemoral approach. As reported, the foreshortening on ventricular side was ineffective, resulting in paravalvular leak (pvl) grade ii. A second valve in higher position was used to eliminate pvl. This was successful.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion.

Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, no device history record or lot history are required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints valve malposition and paravalvular leak were unable to be confirmed due to unavailability of relevant imagery and/or medical report. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. As reported, ''according to physician the foreshortening on ventricular side was ineffective. Due to this issue the positioning resulted in pvl grade ii.'' In this case, the thv was placed and deployed lower than intended (too ventricular). Per the training manual, the final position for a sapien 3 ultra (s3u) valve should be targeted at 80/20 to 90/10 (aortic/ventricular). Due to the thv malposition, wherein the valve was placed/deployed too ventricular, it is likely that the thv skirt was unable to be properly sealed against the annulus such that this lead to paravalvular leak (pvl). Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant annular calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bv may indicate potential balloon movement during valve deployment. The available information suggests that procedural factors (valve position and deployment technique) may have contributed to the complaint event. Since no labeling or IFU inadequacies were identified, no corrective/preventative action nor product risk assessment (pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.